Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was programmed postoperatively with no issues. The explanted device was kept by facility is unavailable for return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was programmed postoperatively with no issues. The explanted device was kept by facility is unavailable for return.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was programmed postoperatively with no issues. The explanted device was kept by facility is unavailable for return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.